Event description:
Reference number (B)(4). Event occurred in the united arab emirates. It was reported that the patient experienced an adhesive failure event on (B)(6) 2026, during which the tape did not adhere during sleep. No further information available.